Event description:
It has been reported to the co that the occlusion balloon moved during the procedure. The physician inserted the occlusion balloon wire into the patient saphenous vein graft and the vessel was not consistent in size. The vessel i.d. Ranged in size from 4mm to 8mm. The physician inflated the occlusion balloon to 5.5mm and occluded the vessel. The physician then inserted the stent delivery system catheter and placed a stent. The physician attempted to remove the stent delivery system catheter and pulled the occlusion balloon proximally into a larger section of the vessel. The physician inserted the aspiration catheter and aspirated on area and deflated the occlusion balloon. The patient experienced an elevation in cardiac enzymes and then no reflow. The physician administered nitropreside and the patient was sent for observation. The patient is reported to be fine.